Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a sfr4 solitaire was being use and when the second pass was removed, the delivery pusher was in a ruptured state. It was reported the event was not associated with a patient. The devices were prepared as indicated in the package insert.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the event was unknown.

Manufacturer narrative:
H3: the solitaire x was returned for analysis. There was no catheter returned with the stent. The solitaire x working length was found in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil was found damaged. The pushwire was found to be broken at 16.3cm from the distal finger marker. No other anomalies were observed. The broken end sent out for sem analysis. Per sem results: the wire failed via overload. Based on the reported information and the device analysis, the customer complaint of "pushwire separation" was confirmed as the solitaire x pushwire was found broken. In addition, solitaire x stent was found damaged at the tear-drop struts and marker coil. It is possible the damage occurred when the customer attempted to deliver/retrieve the solitaire x device through the catheter against resistance. However, the root cause and the cause for damages could not be determined. Possible causes of resistance include the use of damaged/incompatible catheter, vessel tortuosity and lack of continuous flush with heparinized saline during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.